Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent system referenced is filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred in the left anterior descending coronary artery from unspecified cause. Two graftmaster stents (3.5 x 16 and 2.8 x 16) were attempted, but both failed to cross into the perforation due to the anatomy. There was no adverse patient effect or a clinically significant delay in procedure. A graftmaster 2.8 x 19 covered stent was implanted and successfully sealed the perforation. No additional information was provided.